Event description:
It was reported by the clinician that immediately after insertion the central lumen could not be aspirated. As a result, the iab was exchanged. There were no reported pt complications.

Manufacturer narrative:
Follow-up report will be filed when evaluation is complete.